Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture at maximum outputs two days post-implant. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The investigation of this event is ongoing as a request has been made to the local representative for additional information.

Event description:
--

Manufacturer narrative:
To date, no additional information from the field has been received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from an implant form that this patient had been presented back to the ep laboratory and this lv lead was successfully explanted and replace in (B)(6) 2013.

Event description:
Additional information was provided that the lead had been confirmed to be dislodged via chest x-ray.